Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 she received an ER-4 on the display of her adc blood glucose meter. Customer further reported that as a result, she was unable to test and suffered a loss of consciousness. Paramedics arrived, treated her with "100% syrup extract" and transported her to the hospital. Customer was reportedly diagnosed with hypoglycemia and was treated with unspecified intravenous fluid. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The initial report is an adverse event.